Manufacturer narrative:
The pump was received with all buttons responding properly, and no damage or moisture was noted on the keypad assembly. No unlocked keypad connector was noted. However, the pump had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a cracked belt clip slot, minor scratches on the lcd window, and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated the act button was not working while changing the infusion set. The customer's blood glucose was 220 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. The customer mentioned there was a crack on the insulin pump at the battery compartment as well. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.